Manufacturer narrative:
(B)(4). G2. South africa. The screwheads were confirmed broken. The most probable root cause determined the screws experienced excessive force causing it to break. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the screw head broke off when the plate was fixated distally. During the second screw insertion, the screw head also broke off. Both screw heads broke off at the exact same place. The 2 broken shafts remain implanted with screw prominence. The procedure was completed with a surgery delay of less than 30 minutes. No further information was provided.